Event description:
It was reported that a malfunction alarm occurred. At the time of the call with tandem technical support customer did not have an alternate method of insulin delivery. Customer declined further troubleshooting. Customer¿s blood glucose level was 99 mg/dl.